Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with challenger ti-p sm-ligat. Clips 12 cartr. According to the customer description, it was reported that during pancreatic surgery the cartridge was used and found that the cartridge was broken when they tried to use it and it fell into the patient's abdomen. The surgeon found it right away, and there has been a surgical delay for 5-10 minutes to replace with new cartridge. It was noted that there was no harm to the patient. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).